Event description:
It was reported that during a lap cholecystectomy, the clips were not closing all the way. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.